Manufacturer narrative:
The lot # indicated in the initial report was 8gped01a. The correct lot # is 8fped01a. Has been updated with this information. Based on the updated lot #, the expiration date and device manufacture date have also been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer tested with blood on the contour next link 2.4 meter and obtained a reading of 44 mg/dl. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. During the call, another blood test was performed by the customer and it was properly stored as blood reading in the meter memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.